Event description:
False positive troponin I (tni) results of 2.93 & 1.95 with triage cardio profiler as compared with 0.01 on beckman dxi, false positive ckmb results of 34 & 30.9 with triage cardio profiler as compared with 2.0 and 1.9 on dxi. Falsely elevated tni results may lead to invasive procedures or medication.

Manufacturer narrative:
Complaint investigation pending.